Event description:
Reported false positive sars result for 1 consumer. It is unknown if the consumer was symptomatic. The consumer communicated that they continuously test positive with quickvue otc, while testing negative with pcr and other rapid antigen testing. An estimated 15 additional consumer events were also communicated which are captured on separate reports.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information source: maude report #s mw5116860, mw5116861, mw5116862, mw5116863, mw5116864, mw5116865, mw5116866.